Event description:
Allegations of 10 potential false negatives. Customer ran parallel tests on their patients that agreed. The parallel tests used were either cue (pcr) and flow flex (antigen): each have their own swab. They swabbed with clip's swab first before swabbing the second swab. 10 tests resulted in positives on other tests (not defined which test, cue or flow flex, tested positive, but a mix of both), but 0 of those parallel tests on the clip tested positive. The allegation here is 10 false negatives. Then they tested the control for clip, which tested positive. Then they went to (B)(6) and read the manual to make sure everything was done correctly.

Manufacturer narrative:
System description: the clip covid rapid antigen test is a system (test kit and analyzer) indicated for use in the qualitative detection of the nucleocapsid protein antigen from sars-cov-2 directly from anterior nasal swab specimens collected from individuals who are suspected of covid-19 by their healthcare provider within the first five days of onset of symptoms. This test received FDA emergency use authorization (eua) at the point of care (poc), i.e., in patient care settings operating under a clia certificate of waiver, certificate of compliance, or certificate of accreditation. Event description: allegations of 10 potential false negatives. Customer ran parallel tests on their patients that agreed. The parallel tests used were either cue (pcr) and flow flex (antigen): each have their own swab. They swabbed with clip's swab first before swabbing the second swab. 10 tests resulted in positives on other tests (not defined which test, cue or flow flex, tested positive, but a mix of both), but 0 of those parallel tests on the clip tested positive. The allegation here is 10 false negatives. Then they tested the control for clip, which tested positive. Then they went to youtube and read the manual to make sure everything was done correctly. Production record review: cartridge test kit lot cc-10809-s was released on november 16, 2021 and has an expiry date of september 23, 2022. A review of the lhr did not indicate anything that would lead to false negative. Investigation summary and root cause analysis: good faith efforts in feb 2022 to obtain the necessary information for investigation have been conducted with the complainant. No remedial action initiated. Per review of logs, there was no unusual observations discovered. A review of the batch records and sample analysis records did not indicate any issues with the cartridge lot. Per pl002, user manual: a negative test result may occur if the level of antigen in a sample is below the detection limit of the test or if the sample was collected improperly. Negative test results are not intended to rule in other non-sars viral or bacterial infections. Negative results, from patients with symptom onset beyond five days, should be treated as presumptive and confirmation with an FDA authorized molecular assay, if necessary, may be performed for clinical management. Conclusion: no problem found.

Event description:
Allegations of 10 potential false negatives. Customer ran parallel tests on their patients that agreed. The parallel tests used were either cue (pcr) and flow flex (antigen): each have their own swab. They swabbed with clip's swab first before swabbing the second swab. 10 tests resulted in positives on other tests (not defined which test, cue or flow flex, tested positive, but a mix of both), but 0 of those parallel tests on the clip tested positive. The allegation here is 10 false negatives. Then they tested the control for clip, which tested positive. Then they went to youtube and read the manual to make sure everything was done correctly.